Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a (B)(6) architect anti-hcv result on one patient. Results provided: (B)(6), (B)(6) 2019= (B)(6); retested same sample on (B)(6) 2019 =(B)(6). No impact to patient management was reported.

Manufacturer narrative:
A review of tickets was performed for the likely cause reagent lot number 02154be00. The ticket search determined that there is normal complaint activity for this lot number. Return testing was not completed as returns were not available. Additionally, clinical sensitivity of the architect anti hcv assay has been evaluated with sensitivity and seroconversion panels. The lot (02154be00) tested showed acceptable sensitivity specifications, confirming that this lot is meeting the architect product requirement. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hcv assay, lot 02154be00.